Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a 52mm aaa on the (B)(6) 2021.  It was reported that post the procedure, there was a suspected type ii and type IV endoleak that was placed under observation.  Approximately 1 year post the index porcedure follow-up was performed where sac enlargement to 65mm was noted. A type ii endoleak was noted and was treated with ima embolisation.   It was reported on follow up approximately 5 months later, the aneurysm sac was still enlarging to 68mm . A cta was performed and the physician suspects a type IV endoleak.  Intervention was completed. An endurant aui stent graft was implanted however a type IV endoleak was observed. Embolization was completed during the surgery. Per the physician the cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the during the second intervention a heli-fx was also implanted. The physician believed that a type ii and type ia endoleak have been treated . Contrast leakage was observed on angiogram as contrast could been seen in the bifurcate leg, the physician suspected that a type IV endoleak was then present. Film analysis: the reported endoleaks were confirmed on the films returned; however, the exact subtype and cause of the endoleaks could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. The endoleak reported ~9 months post-index procedure appeared most likely to have been a type ii endoleak due to a patent ima. A type ia endoleak seems unlikely to have occurred at ~ 1year and 2 months post-index procedure, as there appeared to be adequate proximal margin seal. The presentation of the endoleak seen on the cts make it less likely to be a type IV endoleak and likely to be a reoccurrence of a type ii endoleak in the area. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen; thereby, making determination of the endoleak difficult. This same endoleak was not seen on images from ~1 year and 5 months post index procedure; however an new endoleak was observed at a different location, between the newly implanted aui and the previously implanted bifurcate graft. The contrast leakage was noted in an area were the aui was angulated, across a single fabric layer, between the flow divider and the ipsilateral limb. This endoleak appears most likely to have been an acute type IV endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis: the endoleak was confirmed ; however, the cause of the endoleak could not be conclusively determined from the films provided. Endoleak interrogation via selective angiograms ( i.e., injecting contrast from different levels within the aneurysm sac) was not available for a more thorough assessment of the endoleak(s). Type ib endoleaks can be ruled out as the distal marginal seals were previously extended distally into the right and left external iliac arteries. A type iiia separation endoleak is not considered to be a factor as there appeared to be adequate component overlap. It is unknown if there is a iiib endoleak due to artifact, but probably unlikely. Additionally, there is no evidence of a type IV endoleak. A type ia endoleak could explain why there has been continuous growth of the abdominal aortic aneurysm (aaa) sac and lack of resolution from a variety of interventions, and the proximal seal seems short and less than ideal. Type ii endoleaks from patent collateral vessels are likely present and possibly contributing to the inadequate proximal seal leading to this likely type ia endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.